Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, patient presented with back pain. Subsequent, CT revealed filter tines going out of the ivc into the psoas muscle as well as close to the duodenum. Transjugular/transfemoral attempted removal inferior vena cava filter with ivc angioplasty and venogram was performed. Multiple attempts were made using snares and sheath to retrieve the filter but were unsuccessful due to embedded tip. Approximately one month later patient presented with back pain and abdominal pain. An endovascular attempt at removing the filter was undertaken which was unsuccessful. Pre-post-operative diagnosis indicated erosion of ivc filter into anterior spinal ligament. Following this, the leg was taken out of the anterior spinal ligament, which was penetrating about close to 2 cm. Eventually, the filter was retrieved and a few residual tines from the ivc filter were seen. Therefore, the investigation is confirmed for filter limb detachment, perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using snare, sheath and angioplasty but were unsuccessful due to tip embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instructions for use: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2012), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident and difficulty in maintaining proper level of inr. At some time, post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of ivc and struts perforated outside the ivc into psoas muscle and close to duodenum. The device was removed via an open abdominal procedure, after an attempted but unsuccessful percutaneous removal procedure. Further, a CT scan confirmed that the residual tines from ivc filter remains in patient body. The detached struts were removed via an open abdominal procedure. The patient reportedly experienced back and abdominal pain; however, the current status of the patient is unknown.